Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the therapy had not been working right for the past 2 days. There was an irate woman in the background of the call who said the patient went to their hcp yesterday because they thought there was a problem, but there wasn't a problem. The woman also mentioned that the trial ends tomorrow and it "hasn't done a thing." Today, however, the patient saw a message on their handset that said 'therapy may have stopped. Contact your clinician.' The patient was unable to read the full message, and the only option they had was to 'end session.' The patient tapped on 'end session' and reopened the my therapy app, but they continued to get the same message. Had the patient close out of all apps and reopen the my therapy app, but the issue was not resolved. The patient was redir ected to their healthcare provider (hcp) to further address the issue, but the patient said they already called their hcp and they were advised to call their manufacturing representative (rep). The rep was contacted to reach out to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.